Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection identified that the battery was outdated. To address this condition the main battery was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flogard infusion pump was found to have an outdated battery. There was no patient involvement. No additional information is available.